Event description:
It was reported by the pt's attorney that as a result of having the product implanted the pt underwent an additional surgery to remove eroded mesh.

Manufacturer narrative:
The device remains implanted. The device history record could not be reviewed because the lot number was not provided. A review of the instructions for use states that complications may include, but are not limited to: postoperative hematoma; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant; and perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. (B)(4).